Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode, also, pacemaker mediated tachycardia (pmt) where the rhythm appears as sinus driven, was recorded during the same day. Furthermore, the atrial intrinsic amplitude was low, out of range. Right ventricular auto threshold test was performed successfully. The health care professional did not feel like any recorded episodes by the device correlated with the syncopal episode and the device appeared to be functioning as programmed. The crt-d remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.